Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from february 22, 2021 - february 23, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which showed fluid inside the bladder suggesting an under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. It was further reported "approximately 30% to 40% left in the infusor". The device had been filled with 8g flucloxaciline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.